Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30970255l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade (CT) requiring a pericardiocentesis and prolonged hospitalization. It was reported that blood pressure decreased during left pulmonary vein (lpv) ablation, and transthoracic echocardiography showed pericardial effusion (pe). Pericardial drainage was performed, and the patient's condition was stable, and the patient was discharged to ICU after direct current (dc defibrillator) was applied to sinus. Atrial septal puncture was performed by radiofrequency (rf) needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was pre 1 sec, post 5 sec. Description of health problem: cardiac tamponade. Progress (current patient's condition): admitted to ICU, vital signs stable. Physician assessment of the health problem:non-serious (moderate/minor). Method of cf monitoring : real time graph; dashboard; vector; visitag. Coloring setting of visitag : tag index. Additional filter for visitag: fot. The history of medical history/treatment/other diseases currently being treated, etc.: none. The adverse event was discovered during use of biosense webster products. The physician's opinions on the relationship between the event and the product was that a new doctor who came in april performed the procedure. The physician commented that there was no sudden increase or decrease in impedance during the ablation, but contact force (cf) sometimes exceeded 60g temporarily at the bottom and ridge of lpv, and the distance between the tags was also narrow. Other relevant history --- no special notes. Prior to noting the pe or CT, ablation was performed. The event occurred during the ablation phase; during lpv ablation. Outcome of the adverse event was fully recovered. The patient was discharged from the hospital. The discharge date was unknown. Correct catheter settings selected on the generator. Pump switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Visitag module was used and parameters for stability were used range: 2.5mm, time: 3s, fot: 25%4g, tag size: 2mm. The force issue is not MDR reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.